Event description:
It was initially reported that the patient was unable to make adjustments to their implantable neurostimulator (ins) using the programmer unit (both with and without the antenna accessory attached). The batteries were changed in the programmer but this did not help. It was confirmed that the antenna was plugged in all the way. A poor communication screen was also seen on the programmer unit (with and without the antenna attached). Additional information received 1 day later, reported that there were a "doctor picture" and power-on-rest (por) messages seen on the programmer screen. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0b7vc, product type: lead. (B)(4).